Event description:
It was reported through the litigation process that a vena cava filter deployed for deep vein thrombosis/pulmonary embolism. Approximately three years post filter deployment, it was alleged that the patient presented to the emergency room for chest pain and was admitted to the hospital. Cardiac catheterization and a CT scan demonstrated a linear radiopaque density in the heart. Two days later a percutaneous procedure was performed to successfully capture and retrieve the filter and detached filter limb from the right ventricle with a snare device. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years post filter deployment, left ventriculography revealed that an apparent foreign body in the right ventricle possibly a piece of wire related to inferior vena cava filter insertion mechanism. Two days later, the patient diagnosed with fractured inferior vena cava filter with foreign body in right ventricle. Subsequent cavogram revealed clearly a fractured inferior vena cava filter with one leg missing. The foreign body was seen in the right ventricle. Using the right internal jugular access, placed a 10-french short sheath and through it, an 8-french sheath was taken directly into the right ventricular apex. Ventriculogram was obtained which showed foreign body that was imbedded in the wall. Using transesophageal echocardiogram and fluoroscopy with multiple obliquities it was eventually able to the snared the foreign body with an end snare 8 mm and withdraw it through the sheath. The sheath in the neck was then removed with the foreign body in it. It was confirmed on the back table. Then re-entered the right internal jugular with another sheath in a similar fashion, placed an 11 french sheath which was the cook inferior vena cava filter removal sheath. It was taken on top of the inferior vena cava filter and engaged the hook with the snare and then removed the inferior vena cava filter. Therefore, the investigation is confirmed filter limb detachment. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 02/2017). H11: h6 (results, conclusion). . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for limb detachment and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2017); (manufacturing date: 02/2014). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter deployed for deep vein thrombosis/pulmonary embolism. Approximately three years post filter deployment, it was alleged that the patient presented to the emergency room for chest pain and was admitted to the hospital. Cardiac catheterization and a CT scan demonstrated a linear radiopaque density in the heart. Two days later a percutaneous procedure was performed to successfully capture and retrieve the filter and detached filter limb from the right ventricle with a snare device. The current status of the patient is unknown.